Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure surgeon was bending plates for a pt with a cheek bone fracture. Several plates were bent and the handle of the 3-prong bend-pliers seemed to be stuck. As a result the plate was scratched and failed the bending. Surgeon tried to bend one more plate and the bending failed. The last plate was out of position. No further info was available. This is one of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.